Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was in offline. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section g report source a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not connecting to the server and appeared offline in remote smart service (rss). A field service engineer adjusted the ethernet cable at the wall end, and the device began communicating with the server, indicating that it may not have been fully plugged in. At the customer¿s request, the customer-supplied cable was replaced with a bd-supplied cable. It was confirmed that the device remained online and maintained stable connectivity. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was in offline.the customer stated that the malfunction occurred during medication dispensing, and accessing medications from another pyxis station caused a delay in patient care.there were no adverse events or injuries reported based on this event.